Event description:
During the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The lv lead and stylet were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The rv lead and stylet were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.